Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to detect an upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The no upstream occlusion alarm was not verified. The line was occluded upstream and the pump properly alarmed for upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.